Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the doctor fractured the lead during the stage 2 procedure. The lead was replaced on (B)(6) 2018 and "the patient was fine". The issue was resolved at the time of the report. The patient was alive without injury at the time of the report and no symptoms or complications were reported or anticipated.